Event description:
Customer's mother called stating the audio tones were no longer functioning. Troubleshooting was not performed as the insulin pump was not available at time of call.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.